Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Following a trauma where the user bumped her head on a table over the implant region, the user can no longer hear with the device. Re-implantation or a new fixation of the device will take place on the (B)(6) 2020.

Event description:
Following a trauma where the user bumped her head on a table over the implant region, she no longer could hear with the device. During the surgery it could not be determined if the bone conduction floating mass transducer (bc-fmt) was loose as expected. The surgeon then decided to remove the device and replace it with a new device.

Manufacturer narrative:
Conclusion: device investigation showed a functional device and did not detect any implant problem that could explain the reported symptoms. According to the received information and based on the investigation results, it can be assumed that the loss of benefit was likely related to loss of bone coupling to the skull or some alteration of the structures surrounding the implant caused by the reported trauma. During the surgery it could not be determined if the bone conduction floating mass transducer (bc-fmt) was loose as expected and it was decided to re-implant the recipient with new device. This is a final report.